Manufacturer narrative:
The "date of event" occurred between (B)(6) 2020. The provider checked fault history, but chair is not currently displaying any fault codes. Chair drives straight/not veering, speeds are turned down in programming and no physical damage to chair. Provider claims they cannot find anything wrong with chair.

Event description:
Alleges chair was "driving crazy" causing user to drive into fridge causing injury.